Event description:
Information was received indicating that leaking occurred to a smiths medical cadd® extension set. The patient was noted to switch to other tubing without interruption. There were no reported adverse effects.